Event description:
The suspect device result was 135 mg/dl. The user passed out one hour later. Emergency medical technican were called and took pt to the hosp. Their glucose was 350 mg/dl per a lab test. They were treated with insulin. Controls were in range. The device was replaced and requested to be returned for evaluation.